Event description:
Per the end user, redness and itching under the white tape collar of skin barrier. No further information provided.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6)2011. The data presented is from three different product applications. The report states that there are no significant trends.